Manufacturer narrative:
Lot number was unknown by the reporter. Product is class I exempt. No 510(k).

Event description:
An intraoperative fracture occurred during reaming for a hip stem. The surgeon used cement to fix the fracture. The report indicated the fracture was unrelated to any product issues.